Event description:
It was reported this was an arteriotomy closure of a moderate to severely calcified right superficial femoral artery (sfa) using a prostyle device with a 6f sheath. After inserting the prostyle device, it was unable to be removed as the foot was unable to be closed. A balloon was then inserted through the area of the retained perclose device. While attempting to remove the device, it snapped in half and tissue damage occurred. At this point, the balloon was inflated to control any bleeding. A longitudinal incision was then made over the proximal sfa. The sfa was then encircled proximally and distally. The broken portion was successfully removed. An embolectomy catheter was then placed distally to see if any thrombus that had formed could be extracted. No thrombus was removed, but it was observed that there was not a robust amount of back bleeding. Prolene sutures were then used to close the arterial wall. Once, completed, the existing sheath was used to perform a completion angiogram. There was little flow observed through the repair site. There also was a filling defect at the popliteal artery. A covered stent was then placed across my repair to treat the plaque and potential iatrogenic stenosis. A thrombolytic catheter was then placed through this area with the filling defect and the procedure was completed. Post procedure, lysis drip was administered. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible that the reported ¿it snapped in half and tissue damage occurred¿ was referring to a guide break related to torsional manipulation applied during device placement attempt. Breakage of the guide would contribute to the inability to retract/ close the foot and difficulty removing the device. The reported patient effects of occlusion, thrombosis and tissue injury are known inherent risks of the procedure. The subsequent treatment appears to be related to procedure circumstance. It was reported this was an arteriotomy closure of a moderate to severely calcified right superficial femoral artery (sfa) using a prostyle device with a 6f sheath. It should be noted that the prostyle instructions for use (IFU), states: the perclosetm prostyletm suture-mediated closure and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures. In this case, it is unknown if the vessel location contributed to the reported difficulties. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494 - incorrect anatomy.